Event description:
Biopsy forcep noted by doctor during a procedure to have a piece of metal sticking out by the forcep tip. Discontinued use once noted and replaced item with a new one. Radial jaw with needle 2.8mm, lot # 28256175, exp 10/22/2024. FDA safety report ID# (B)(4).